Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test results range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter; observed 50 mg/dl difference between readings. Blood test fasting produced test results of 205 mg/dl using truetrack meter and 140mg/dl using doctor's meter performed two hours apart. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 230 mg/dl and 214 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 173mg/dl, (B)(6) 2015, 02:47am; 125mg/dl, (B)(6) 2015, 06:21am; 122mg/dl, (B)(6) 2015, 07:06am; 78mg/dl, (B)(6) 2015, 06:53am; 111mg/dl, (B)(6) 2015, 06:33am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.